Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
Us legal bilateral patient. It was reported that the patient underwent a revision surgery of the left hip on (B)(6) 2012 due to periprosthetic femoral neck fracture (conversion from bhr to bhr tha). The primary left bhr was performed on (B)(6) 2009. The patient status is unknown.

Manufacturer narrative:
H3, h6. It was reported that a left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the femoral head was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date other similar complaint was identified to involve this batch and for the part number and the reported failure mode. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. The =46mm bhr resurfacing system have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. The available medical documents were reviewed. With the information provided the clinical root cause of the periprosthetic femoral neck fracture cannot be confirmed. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H9: FDA recall - z-2745-2015 through z-2747-2015. FDA recall reference - z-2267-2018 & z-2268-2018. H3, h6: it was reported that a left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the femoral head was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date other similar complaint was identified to involve this batch and for the part number and the reported failure mode. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. The = 46mm bhr resurfacing system have been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. The available medical documents were reviewed. With the information provided the clinical root cause of the periprosthetic femoral neck fracture cannot be confirmed. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H11: corrected information in h6 (health effect - clinical code and health effect - impact code).